Event description:
Pump recorded it was delivering. Problem: fluid (medication) was not going down. Pt suffered from increased pain/no pain relief. The event lasted for about 2 hours. Pt had to receive injection to get pain relief. Removed pump from service and let up another pump which worked. Returned device to MFR.